Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of a 52mm evoque procedure in tricuspid position by left femoral vein. The final valve deployment position was at hinge point level with no paravalvular (pvl) observed. On post-operative day 3, the patient developed an intermittent atrioventricular (av) block. A permanent pacemaker was implanted on post-operative day 6.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for valve interacts with conduction system was confirmed with other empirical evidence via information reported by edwards clinical specialist. Imagery was not provided for evaluation. As such, a definite root cause is unable to be determined. No manufacturing non-conformities were identified during DHR review. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.